Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), coaptation gap and a small atrium for a mitraclip procedure. While implanting the second clip, it was noticed that a single leaflet device attachment (slda) occurred with the first clip. The anterior leaflet was detached. The procedure was difficult and the patient was under sedation. There was high mobility of the system, due to the patient's breathing. Movement was in rhythm with inhalation and exhalation, and there was low quality imaging. There were no issues with device itself. Given the circumstances, it was probable that the second clip interacted with the first clip. It was decided to add an additional clip for stabilization. The mr was reduced to grade 3. There were no adverse patient sequelae or clinically significant delay. The patient was discharged.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported poor image resolution was due to low quality imaging. The reported device damaged by another device (dislodged) appears to be related to procedural conditions due to the poor image resolution and high mobility of the system due to the patient's breathing. The slda appears to due to possible clip interaction in combination to the high mobility of the system. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.